Manufacturer narrative:
The na electrode lot number was f9410. The electrode expiration date was requested, but not provided. The field service engineer determined the instrument needed to be cleaned. The customer performed ise flow path cleaning maintenance on the analyzer. No further issues were reported after the cleaning maintenance was performed. Controls and precision studies recovered expected results. The investigation determined the cleaning maintenance action resolved the issue.

Event description:
The initial reporter stated they received questionable results for an unspecified number of patient samples tested with the na electrode on a cobas pro ise analytical unit. The customer provided an example of one patient sample with discrepant na results. The sample initially resulted in a na value of 154 mmol/l. A doctor complained about the value, so the sample was repeated. The sample was repeated on a second analyzer, resulting in a na value of 142 mmol/l. The repeat value was deemed correct.